Event description:
It was reported that the device was running handpieces without the pedal being pressed. The device was sent in for repair, there is no information regarding patient involvement or adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, an o-ring had been removed from a valve. The device was repaired and returned to the customer.